Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, unspecified septicemia, and severe sepsis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. While hospitalized for an unrelated medical condition, the patient experienced bacterial peritonitis, unspecified septicemia, and severe sepsis. The patient was treated with infusion vancomycin for fourteen days (dose, route, and frequency not reported) and infusion cipro (ciprofloxacin) for fourteen days (dose, route, and frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unknown date, the patient was discharged from the hospital to continue the antibiotic treatments at home administered by the patient's spouse. The patient's recovery status was not reported. No additional information is available.